Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the j stylets would not hold its shape making it difficult to insert the lead. The 4076 lead was not used as a result of the stylet. No patient complications have been reported as a result of this event. It was reported that the j stylets would not hold its shape making it difficult to insert the lead. The lead remains in use. No patient complications have been reported as a result of this event.